Event description:
The programmer was returned for service.

Manufacturer narrative:
Product event summary: analysis found the programmer would not boot up, it froze on the startup screen. Analysis also found the lower case and bullets assembly (left and right) were damaged. The stylus was worn out. It was noted the bezel had minor damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the programmer couldn't open and an error was displayed. The programmer is expected to be returned for repair. There was no patient involvement.